Event description:
During the second treatment of the dorsalis pedis (dp) artery with the diamondback exchangeable orbital atherectomy device (oad), the crown jumped backwards and stopped spinning. The oad was removed, and a perforation of the dp artery was observed. Balloon angioplasty was attempted to resolve the perforation. A non-csi balloon was unable to cross the lesion and became stuck on the viperwire advance guide wire. Another attempt was made with a different non-csi balloon, however, the issue persisted. The wire and balloon were removed and a kink proximal of the spring tip was observed on the wire. No further intervention was performed to resolve the perforation. The patient was stable, and the perforation will continue to be monitored.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Related manufacturer report number: 3004742232-2022-00197. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi for analysis. During the investigation, device stall events were observed. Further analysis revealed adhered biological mater on the driveshaft crown which prevented a test wire from passing through. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material was unable to be determined. The reported event of crown jumping and perforation were unable to be confirmed. When tested, the device functioned as intended.